Event description:
It was reported that when the device were used during an unknown procedure, the staplers had malformed staples. Another device was opened to complete the case. There was no consequence to patient.